Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: no activity outside of normal use was observed. A test transmitter was paired with the pump correctly. The transmitter passed a calibration check with no issues. The product performed within specifications. The alleged issue could not be duplicated.